Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the active tip broken. The shaft and handle did not show any signs of damage. The tip fragment was returned for evaluation. The power cord had a cut on the insulation. The device had saline residue on the suction tube. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was received in original packaging, the active tip was fractured across the suction holes, the ceramic was scratched. Visual inspection of the device showed that it was in good condition with no signs of misuse with the active tip fractured across the suction holes. The device passed all electrical and functional testings. The customer reported that 'vapr wand failed in patient item to be returned.¿ visual inspection confirmed that the distal tip has fractured across the suction holes. A similar type of damage was examined in cap. The customer complaint is substantiated. The observations are consistent with failure previously seen and investigated through cap, which concluded several potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: *wrong material specification. *erosion of tip. *abuse/misuse. * design covered by loading/stress/tolerances. *manufacturing error. Either fracture during manufacture or a missed operation. From investigation, we have been unable to determine an exact cause of this failure, but potential root causes have been listed above as included in the CAPA. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a product issue was identified during the investigation of the sample received and attributed to undetermined cause. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review => a manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during service and evaluation, it was determined that the vapr tripolar 90 suction elect device was fractured. It was noted in the service order that the device had an undetermined malfunction. There was a slight delay to the procedure while removing the metal component. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.